Event description:
The consumer reported, using the product for twenty mins on her arm. When the patch was removed, the consumer described redness and removal of the top layer of skin, like a blister. The consumer did not seek medical attention at the time of the incident and has been keeping the area clean.

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.